Event description:
It was reported that as lvp 20d dehp 3ss cv tubing pulled out of the port.. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20043423. It was reported the tubing set pulled out of the port just below the knob that controls the drips prior to use. No patient was involved, the nurse opened the package on the one tubing and it came out of the package that way.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing set separating in the packaging could not be verified due to the product not being returned for failure investigation. The root cause of this failure was not identified as no product was returned. A device history record review for model 2426-0007 lot number 19125907 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 22apr2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing pulled out of the port. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: 20043423. It was reported the tubing set pulled out of the port just below the knob that controls the drips prior to use. No patient was involved, the nurse opened the package on the one tubing and it came out of the package that way.